Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings. The customer's blood glucose reading was 555 mg/dl. Customer treated with a bolus from the pump. The customer stated that she had high readings and was not sure if she was getting insulin. The customer was assisted with performing 5.0 unit fixed prime and insulin did exit. The customer reported the infusion set cannula to be bent. The insulin pump will not be returned for analysis.